Event description:
User experienced a leak from the left side of the analyzer that was on the floor and contained with paper towels. No patient samples were involved. No operators were harmed. The field service representative determined there was a clogged drain and the waste was backing up out of the vacuum vessel. He cleared the clog in the drain and cleaned the drain line. Performance tests were performed.